Event description:
It was reported that the customer's pump screen was not turning on, and the quick bolus/wake button required multiple presses to activate the screen. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer on troubleshooting steps, including pressing the button firmly and plugging the pump into a power source, which temporarily resolved the display issue. However, the customer needed to keep the pump plugged into a power source to access its features. Customer continued to use the pump for insulin delivery.